Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they received failed self-test alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed rf pic failed noted during self-test due to faulty electrical component on the radio frequency board. The insulin pump also alarmed lost sensor during the glucose sensor simulator test and unable to complete functional test due to rf pic failed self-test alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. However, the insulin pump functioned properly and passed displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarm test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.